Manufacturer narrative:
The main component and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3889-28, lot# va16b7r, implanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that when stimulation was programmed at lead insertion it felt funny in the patients stomach and then she felt it in her bottom and then she felt nothing the same day, (B)(6) 2016 was the day it happened. The patient reported that the manufacturers representative was not aware because he left. The patient reported that initially she started to feel stimulation in the right upper leg, but clarified that it was in the bottom of her buttock.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.